Event description:
It was reported that the patient experienced the loss of the ability to deflate the left cylinder of the ambicor penile prosthesis and for this reason keeps the penis in a state of permanent erection, this causes embarrassment in their daily lives. The physician indicated that there was a problem in the mechanism that empties the left cylinder and it will certainly be necessary to change the entire inflatable prosthesis. Additional information received indicated the patient had the ambicor removed. As the right cylinder had an aneurysm and the prosthesis was not deflating a new 22 cm x 15.5 mm ambicor was implanted.

Event description:
It was reported that the patient experienced the loss of the ability to deflate the left cylinder of the ambicor penile prosthesis and for this reason keeps the penis in a state of permanent erection, this causes embarrassment in their daily lives. The physician indicated that there was a problem in the mechanism that empties the left cylinder and it will certainly be necessary to change the entire inflatable prosthesis.